Event description:
Related manufacturer reference number: 2017865-2024-72481. Related manufacturer reference number: 2017865-2024-72482. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with the inability to sense or pace and a loss of capture. The atrial lead had p-wave amplitude variation and high pacing impedance. The right ventricular (rv) lead had r-wave amplitude variation, high pacing impedance and high defibrillation impedance. There was a suspicion of clavicular crush or a header anomaly. The ICD was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was discharged.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.